Event description:
Patient had underwent a left antegrade femoral artery puncture on 9/21/06 to perform remote atherectomy to the superficial femoral and popliteal arteries. Post cath, she was noted to have life threatening hemorrhage and one episode of code blue for hypotension. CT-scan showed a large intra & retroperitoneal hematoma with a foregn body in the left common femoral. This foreign body was determined to be the coating off of the glide wire and was retrieved during a subsequent surgery.